Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve has been placed under evaluation for a valve-in-valve after an implant duration of 2 years, 1 month due to unknown reasons.

Event description:
It was reported and later learned through medical records that a patient with a 23mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 2 years, 4 months due to patient -prosthesis mismatch (ppm). The patient presented with congestive heart failure, severe shortness of breath and fatigue. The tavr procedure was performed with a 26mm non-edwards device. The patient was transferred to the pacu in stable condition post procedure. The patient was discharged on pod #1. Per medical records, the patient presented with severe shortness of breath, dyspnea on exertion and fatigue. Tte showed well-seated aortic prosthesis, the leaflets are reasonably well seen and appear without degeneration or restriction, however, the valve showed severely elevated gradients. Ppm was considered as a possible etiology of elevated gradients. The patient underwent a tavr procedure with a non-edwards device via right femoral approach. The patient tolerated the procedure extremely well. The patient was transferred to the pacu in stable condition, recovered very well, and discharged home on pod #1.

Manufacturer narrative:
H10: additional manufacturer narrative: patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4 (expiration date), g3, g6, h2, h4, h6 based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.